Manufacturer narrative:
(Therapy date): unknown. A product investigation was completed: for our investigation we have received one broken plate and six intact screws. The screws with part number 202.880 and 202.874 were received with wear and tear signs at the thoracic recess. Of the two unknown screws received, it was noted that one was found slightly bent. There is no indication/ affirmation, in the complaint description, that the screws have contributed to this complaint condition and are considered concomitant. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. We have forwarded the received plate to the responsible manufacturing site for further evaluation with the following results: measurements of the critical features were taken on the broken parts and were found according the specifications. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. It is likely, that there had been a mechanical overload situation which has caused the breakage as result. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The breakage of the plate occurred at an occupied screw-hole. Concomitant devices reported: cortex screw (part 202.880, lot 9581137, quantity 1); cortex screw (part 202.874, lot 9548087, quantity 1); cortex screw (part 202.874, lot 9673803, quantity 2); screws (part/lot unknown, quantity 2).

Manufacturer narrative:
(B)(6). Additional device code used ¿ hwc. (B)(6). (B)(4). Device history records review was completed for part# 02.111.900, lot# 9334873. Manufacturing location: (B)(4), manufacturing date: feb 09, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed. The plate and six screws were received. The plate is in two pieces due to the breakage. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate (lcp uln osteot pl 2.7 6ho sst / article # 02.111.900 / lot # 9334873) was produce as it should. No abnormality in process was found. All critical measurements are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the plate broke post-operative. Patient harm was pseudarthrosis of an osteotomy of the ulna after breakage of the osteotomy plate. Revision surgery was performed. Patient and surgery outcome were not reported. This report is for one (1) lcp ulna osteotomy plate. This is report 1 of 1 for (B)(4).